Event description:
It was reported that the device measured high impedances, and exit block and oversensing were observed. It was further reported that the patient received inappropriate shocks due to oversensing of noise. It could not be determined if the issue was due to the competitor lead or the device, therefore both were replaced. There were no reported patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: no anomalies found